Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the manufacturing report number was reported incorrectly in the previous report. The device received will be reported in another complaint as a blind device in manufacturer report number 1645337-2020-12729 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/22/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. However, the product received was mentor smooth round moderate profile 225cc, catalog: 3501630, lot: 6482132 which is different from the product that was reported. Clarification is ion progress. Once more information is available, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/17/2020, multiple attempts were made to obtain additional information for the returned device. However, since no more information was obtained the device will be reported in another complaint as a blind device in manufacturer report number 1645337-2020-12008. No product investigation for the device received will be submitted in this complaint. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation and ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a breast augmentation primary with a mentor smooth round moderate profile 275cc and experienced left deflation, bilateral breast ptosis. As a result, the patient had undergone removal on (B)(6) 2020. This medwatch is for the left breast implant.